Manufacturer narrative:
(B)(4). Batch # n9109x. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process the analysis results found that only the sleeve of the cb12lt device was returned and was observed to be broken. Upon visual inspection, it was noted that a portion of the sleeve was melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. In addition one potential cause for the damage found may be the inadvertent application of excessive force or torquing during insertion into the abdominal cavity. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr's or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a video-assisted thoracoscopic surgery (vats) enlarged resection operation via right breast, the trocar was used for laparoscopically entering the hole. There was no problem during use, however when removing the trocar after operation was complete, the trocar tube was found ruptured. The broken piece fell into the patient¿s chest cavity and it took around one hour to look for it. Finally it was found in the rib space; a minimal incision was made to retrieve the broken piece. There were no adverse consequences for the patient reported.